Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included the following tests: priming test, pressure test and clear passage under water, usage test by gravity, usage test by a spectrum iq pump, and a referee back pressure test. The results of the functional testing were satisfactory, and no defects were observed that could generate the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set was leaking from the y-site. This issue was further described as the tubing was leaking at the y-site of the lipid tubing despite the green alcohol cap being in place. There was no report of patient injury or medical intervention associated with this event. No additional information is available.